Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that approximately one month following lasik surgery, the patient presented with an unexpected refractive outcome in one eye. It was also reported that the corneal thickness decreased in proportion to the operation. No technical issues were reported. A company representative visited the site to review the log files, but found no abnormalities. Additional information has been requested regarding the status of the patient.

Manufacturer narrative:
Log files were checked by an engineer. Everything was normal, no errors. The root cause could not be identified by the investigation. (B)(4).

Event description:
In a follow up, the surgeon reported that the patient was scheduled for a secondary procedure to correct the refractive event. Additionally, the surgeon indicated that the treatment refraction was entered incorrectly, due to a cylinder transposition error, which resulted in thirty degree off axis.

Manufacturer narrative:
(B)(4)